Manufacturer narrative:
Unknown taper.

Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 03/28/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device as removal surgery has not yet occurred. If returned, visual examination may confirm or determine taper type associated with this event. Device labeling addresses possible outcome of leak(s) as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "have a leak". Follow up with the patient's treating physician reveals the physician confirms a "slow leak, noting that they have put fluid in, but the next time they saw the patient, and withdrew the fluid, there is less fluid on the return. No treatment has been scheduled at this time." The patient's lap-band system remains implanted.